Event description:
It was reported that following a femoral angiogram, the angio-seal was deployed in the right femoral artery. The pt presented with symptoms of claudication and has had prior femoral angiograms with stent placements. The deployment was uneventful and the patient was discharged later that day. The next day, the patient experienced pain in the right groin. The patient called the physician and the pt had an ultrasound done. The physician told the pt that the angio-seal had not adhered to the wall; it was flopping around in the artery causing clot to form. The clotting caused a blockage. The pt underwent surgical intervention to restore blood flow via a patch angioplasty and a fasciotomy. The angio-seal was free floating in the common femoral artery (cfa) along with fresh thrombus and arthrosclerotic plaque. The pt recovered one week in the hosp and was discharged.

Manufacturer narrative:
No product was returned for eval. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info provided to st jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) precaution the use of the angio-seal device in patients with clinically significant peripheral vascular disease.